Event description:
This case was reported by a consumer and described the occurrence of choking in a female pt who received gsk toothbrush (sensodyne toothbrush) toothbrush for dental cleaning. A physician or other heath care professional has not verified this report. On an unk date, the pt started gsk toothbrush (dental). At an unk time after starting gsk toothbrush, a whole section had fallen out and the pt experienced chocking on the toothbrush bristles, scratched throat (throat irritation) and oral soreness. Treatment included salt water to gargle. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Additional information received on (B)(6) 2013: the pt used gsk toothbrush (sensodyne pronamel toothbrush).

Manufacturer narrative:
The manufacturer's report number for this case is 9615008-2013-0001. Sensodyne pronamel toothbrush is manufactured in (B)(4), and neither the lot number nor product was available. (B)(4).